Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported the bag to vent switch was broken resulting in an inability to initiate mechanical ventilation during pre-use checkout. There was no patient involvement.